Event description:
A site administrator reported an error message during a refractive procedure and the laser stopped. The site called (B)(6) who requested a copy of the logfile. The logfile was sent. However, the surgeon elected to not wait for tech support's analysis of the logfile, estimated the pt had received 20% of the intended treatment and programmed another treatment into the laser and applied this to the pt's eye. Tech support called with the logfile data which indicated the pt actually received 41% of the initial treatment. The surgeon anticipated the pt would be overcorrected by 2 diopters. Additional information provided via a returned questionnaire indicates the pt was overcorrected by .75 diopters.

Manufacturer narrative:
During the onsite investigation, the tse (technical service engineer) confirmed in the logfile that the laser pedal was lifted during surgery and there was an error message. The tse checked the beam path, operation of both shutters, energy measurement and calibration. Could not find any deviations from expected operation. Completed verification per factory specs. (B)(4).